Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is my8020. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Information received suggests that a leakage of rituximab occurred between the connection of a texium needlefree syringe and an eclipse needle. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer report of leakage was not confirmed. Visual inspection did not identify any product issues or manufacturing defects which could have caused or contributed to the reported event. Attempts to replicate the customer¿s experience were unsuccessful; as no leakage could be replicated between the eclipse needle and the texium component. The root cause of the reported leakage was not identified.

Event description:
Information received suggests that a leakage of rituximab occurred between the connection of a texium needlefree syringe and an eclipse needle. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.